Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time of the incident was 7 mmol/l. At the time of the call, the customer's blood glucose level was 5-6 mmol/l. Customer stated that there were cracks near battery cap and that he had tried 3 new batteries prior to calling but none of them worked. Advised to discontinue use of the insulin pump and that it would need to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.